Event description:
Additional information stated the patient was able to charge without problem since their revision.

Event description:
It was reported the patient had coupling issues between their recharger and implantable neurostimulator (ins). It was noted the patient was unable to successfully recharge their battery. It was stated the patient was planning to have an x-ray taken to determine if their ins flipped. There were no patient symptoms or injuries related to this event and the patient¿s outcome was reported as no injury or adverse event. It was later reported the x-ray results showed the patient¿s ins had flipped. It was stated the patient had a pocket revision surgery performed on (B)(6) 2013 and the ins was moved to the patient¿s flank. It was noted the patient was scheduled to meet for a follow-up appointment on (B)(6) 2013 and assistance would be provided for recharging if needed. It was unknown if the patient was able to successfully charge the device due to the fresh surgical wound.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 97791, lot# n379018, implanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).